Manufacturer narrative:
The returned device analysis could not test the reported difficult gripper actuation as the clip was not returned for analysis. The reported clip caught on chordae, difficult positioning with the anatomy and device caused damage could not be replicated in a testing environment as there were related to patient anatomy and/or procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult positioning with the anatomy was due to challenging anatomy. The reported clip caught on chordae was a result of the reported difficult positioning with the anatomy. The reported caused damage was a cascading effect of the troubleshooting performed. The reported gripper actuation issue was also was a cascading effect of the reported entrapment of device as the grippers were noted to be functioning during preparation however stopped actuating after the clip got stuck in the chordae. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location. The reported unexpected medical intervention was a result of case specific circumstances as the clip stayed stuck in the chordae even after troubleshooting and the clip had to be deployed as is. The reported patient effect of foreign body in patient as listed in the mitraclip g4 system instructions for use. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, gripper actuation, foreign body, entrapment, caused damaged. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted heavy tortuosity, and a very floppy septum with anomalies. The first ntw clip (00808u157) was successfully deployed. Then an nt clip delivery system (cds 00803u167) was advanced to the mitral valve; however, steering was difficult due to anatomical challenges and the clip became stuck in the chords. During troubleshooting, the clip interacted with the first implanted clip (ntw), causing the ntw clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Since the nt clip could not be freed, the clip was deployed in chords. It was noted that the nt grippers were stuck and would not come back up. Two clips were implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Nah6: investigation conclusion code 22 removed.

Manufacturer narrative:
The device was returned. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation, foreign body, entrapment, caused damaged. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted heavy tortuosity, and a very floppy septum with anomalies. The first ntw clip (00808u157) was successfully deployed. Then an nt clip delivery system (cds 00803u167) was advanced to the mitral valve; however, steering was difficult due to anatomical challenges and the clip became stuck in the chords. During troubleshooting, the clip interacted with the first implanted clip (ntw), causing the ntw clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Since the nt clip could not be freed, the clip was deployed in chords. It was noted that the nt grippers were stuck and would not come back up. Two clips were implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.